Event description:
A customer contacted baxter's (B)(4) regarding a system error 2240/2367 alarm that appeared on the homechoice (hc) unit during drain 1. The home patient (hp) stated that the bag had fallen and disconnected. The hp has since cycled the power to clear both system error 2240 and 2367 alarms. The technical service representative (tsr) explained the alarms and advised the hp to discard the supplies and finish with a manual bag. A system error 2367 is an alarm that is due to a previous system error alarm. When this alarm occurs, the homechoice is discontinuing the present therapy. Another complaint was not opened for this alarm as it occurred as a result of the reported system error 2240 alarm. The hc unit was operational. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The customer discarded the sample.